Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 15mg/dl. The customer's most current level was 89mg/dl. The customer treated the lows with glucose IV. Troubleshoot was conducted. The customer states the pump may have been over delivering. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple boluses and was monitored. All boluses were delivered properly and were listed in the bolus history screen. Then the pump was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus or basal anomalies were noted during testing. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery volume accuracy test. Then the motor was tested outside the device and it passed.